Event description:
Information was received indicating that during annual inspection an issue was found with the interconnect board of a smiths medical medfusion 4000 syringe infusion pump. Per reporter there was no patient involvement.

Manufacturer narrative:
Device evaluation: returned device was received with damaged on lower left front corner of top case. Evidence of reported problem in event log was found. During the evaluation of the device the battery was not working was found at power up.the customer reported condition was confirmed. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.